Event description:
It was reported to philips that ups was defective, would not power on the system. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the uninterrupted power supply (ups) was defective, as it could not power on. To resolve this issue, the fse bypassed the ups. After this, the system was returned to good working order. The codes have been updated based on the investigation's outcome.